Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2015 for signs and symptoms of hemolysis. The patient was on coumadin, dipyridamole, plavix and adult aspirin at home with an inr goal of 2.5-3. However, the patient's inr was sub-therapeutic prior to readmission. The patient reported having had a nose bleed, and although stated the coumadin had not been stopped, the inr was sub-therapeutic on admission, and was less than it had been one week prior. Additionally, the patient's lactate dehydrogenase level (ldh) was in the 1200 u/l range when admitted. The vad team attempted for a couple of weeks to get the ldh levels down with IV angiomax but were unsuccessful. The pump powers were increased at one point, then lower than usual flows occurred. Device thrombosis was suspected. A pump exchange was subsequently performed on (B)(6) 2015. During the device exchange, thrombus was noted in the outflow graft and the physician extracted the clot with a fogarty catheter. The clot was evacuated, but the graft was subsequently stretched. The outflow graft bend relief was also distorted during dissection due to adhesions and the surgeon could not put the bend relief back on. It was reported that the outflow graft became kinked when the patient's chest was closed resulting in low flows. The patient's chest was reopened and the outflow graft was fixed by wrapping a hemashield graft around the outflow graft. The patient experienced a lot of bleeding and was transfused with multiple blood products. The patient developed acute respiratory distress syndrome (ards) and decompensated. Veno-venous extracorporeal membrane oxygenation was attempted, but was unsuccessful. The patient subsequently expired on (B)(6) 2015. Additionally, an intermacs registry report was received that stated: suspected pump thrombus with ldh 1217. Thrombus event: signs or symptoms: hemolysis. Thrombus event: signs or symptoms: abnormal pump parameters. Thrombus event: intravenous anticoagulation: yes. Thrombus event confirmed: yes. Ae device malfunction: no. Device malfunction causative factor: patient non-compliance. Device malfunction causative factor: sub therapeutic anticoagulation. Primary cause of death: respiratory failure.

Manufacturer narrative:
Approximate age of device ¿ 1 year. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of suspected device thrombosis. However, the reported outflow graft thrombus and outflow graft/bend relief distortion could not be confirmed as the sealed outflow graft conduit was not returned for analysis. Upon disassembly of the returned device, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked evidence of laminated layering, suggesting that it did not initially form in the outlet stator; however, the thrombus revealed areas of denaturation, indicating that it was present while the pump was operating. The specific origin of the thrombus and duration of time for which it was present in the pump could not be conclusively determined. The observed thrombus formation was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Manufacturer narrative:
A full examination of vad-(B)(4) could not be conducted, because the system was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, bleeding, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The instructions for use also provides information regarding the preparation, installation, and orientation of the outflow conduit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was noted that the collar from the implant kit was used. The collar was removed during surgery. Nothing was reportedly wrong with the connection of any of the outflow graft components prior to the evacuation surgery.